Manufacturer narrative:
Concomitant medical products - product was returned to manufacturer on (B)(6)2018. Additional information was added to concomitant medical products - per additional follow-up with doctor, he advised that nobel torque wrench was used during the event. The reported driver was returned for an evaluation. Visual and microscopic inspection were performed on the returned driver. The tip of the driver, where the driver engages with the implant, was sheared off completely from the driver; however, the broken tip was not returned together with the driver. The reported breakage was confirmed. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Even though the root cause could not be explicitly determined, excessive force might have been applied on the driver and caused the tip to fracture. However, the hex structure of the driver remained intact even though force was applied to the driver's hex region during torqueing. Additionally, the doctor reported that a nobel torque wrench was used during the procedure. It is unknown if the nobel torque wrench was maintained properly or if the torque setting of nobel torque wrench was equivalent to glidewell adjustable torque wrench. This issue will continue to be tracked and trended.

Manufacturer narrative:
Follow-ups were conducted to request for product return; however, product has not been returned yet. Once the product is returned and the evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that a short hahn implant driver broke during the procedure. While the doctor was driving the implant into the osteotomy of tooth # 24, the driver's tip broke off inside the implant. The doctor was able to remove the broken piece using the explorer. Because the driver broke, the doctor could not finish placing the implant without a spare hahn implant driver. The doctor had to remove the implant and replaced immediately with a biohorizon implant. The doctor set the torque wrench at 50 ncm when he was driving the implant into the bone. The patient has type I and ii bone quality. There was no injury to the patient. The implant was discarded by the office.